Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 pocket b3 failure and required maintenance. The field service engineer turned off the station for 5 minutes and then turned its back on. The issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.1 pocket b3 failure and required maintenance. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.